Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 137 mg/dl. The customer states changed the battery but no power is on the pump and was able to insert a new battery and got power. Troubleshooting was performed for power loss alarm and declined troubleshoot for replace battery alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The insulin pump will not be returned for analysis.